Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated the dexcom system did not notify her of a low or fixed low which caused her to be involved in an automobile accident. The patient stated her blood glucose values went from 90mg/dl to 19mg/dl. She stated she was transported to the hospital. Treatment at the hospital was unknown. It was indicated that the accident resulted in bruises, a burn on the hand and slight concussion. At the time of contact, the patient was in stable condition but was still feeling the effects of the accident. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event the dexcom not sounding. A probable cause could not be determined via data.